Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture. No observations of asystole was reported. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).